Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing step required more insulin than expected. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.